Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with 250 units of insulin. The contact declined to verify the amount of insulin usage from the pump history. The contact loaded a new cartridge successfully and received an accurate fill estimate. The customer's blood glucose level was 109 mg/dl.